Manufacturer narrative:
B3: estimated based on gfe response from sales representative. Additional suspect medical device components involved in the event: product family: scs-splitters upn: m365sc3400300, model: sc-3400-30, serial: (B)(6), batch: 15878870, UDI: (B)(4). Product family: scs-splitters upn: m365sc3400300, model: sc-3400-30, serial: (B)(6), batch: 15878869, UDI: ((B)(4). Product family: scs-linear leads upn: m365sc2316500, model: sc-2316-50, serial: (B)(6), batch: 16348396, UDI: (B)(4). Product family: scs-linear leads upn: m365sc2316500, model: sc-2316-50, serial: (B)(6), batch: 16530111, UDI: (B)(4).

Event description:
The spinal cord stimulation (scs) system was replaced due to charging difficulties with the implantable pulse generator (ipg), high lead impedances and considerations for magnetic resonance imaging (MRI) access. It was noted that the lead impedances did not affect stimulation coverage. The patient underwent a revision procedure wherein their ipg and leads were explanted and replaced. The devices will not be returned for analysis due to facility policy. The patient was doing well post operatively and recovering well. Electrocautery was used minimally.